Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was separated from the main body of the twist clamp on a minicap extended life pd transfer set. The nurse further reported that "the connector just unscrews but does not come off, no leak¿. This occurred during use for peritoneal dialysis therapy. As a result, the patient¿s transfer set was replaced on the same day. There was no patient injury or medical intervention associated with this event. No additional information is available.